Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring at 119 ohms and high capture thresholds on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that the last year trend showed a gradual rise in both pacing and the shock impedance measurements and the shock impedance were high at 126 ohms. Ts recommended to perform troubleshooting. This rv lead currently remains in service. No adverse patient effects were reported.